Manufacturer narrative:
One smiths medical cadd medfusion pump was returned for analysis with the top case chipped at the front corner. Event log history was performed and indicated that "check clutch/plunger lever error" was recorded in history. During analysis, the customer's reported problem was not able to be duplicated. Service replaced the clutch half's left and right with lead screw and spring as a preventive measure, parts were noted to be over two years old. Service also replaced damaged top and bottom cases and right and left plunger cases, cleaned, greased and calibrated the device, performed power up process, performed occlusion test and all functions and the pump passed all tests. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the clutch of a smiths medical cadd medfusion pump slipped and exhibited clicking "check clutch" error and over pressure. No patient consequences were reported. No adverse effects were reported.